Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the pain and high impendences were unknown. The physician prescribed a compounded ointment and medrol dose pack. Pt hadn¿t tried either. The issue has not been resolved

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). The pt reported pocket pain/soreness at the ins starting 4-5 months ago, and it has continued to get worse. The pt spoke with their healthcare provider (hcp) and they said it is probably scar tissue. Physical activity makes the pain worse. Pain does not change when using stimulation or when charging. The issue is not yet resolved, but the rep noted they would submit any new information that becomes available. On (B)(6) 2024 patient reported previous info about pocket/ins pain. Hcp prescribed ointment for the site. Patient didn't report a fall/accident. There is some movement with the neurostimulator, but it appears normal per the rep. Rep said the pain is there whether therapy is on or off. Impedance check showed normal 860-1300 ohms range, except electrode 10 at 40k ohms. Impedance didn't change when rep tested with pressure on the device. Technical services(ts) told rep that stimulation is the cause of the pain, that it's possible that the implant is rubbing against a nerve or perhaps allergy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.